Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe could not cut and did not work even after reducing the cutting speed and also it had poor aspiration during cataract/vitrectomy combination surgery. The surgery was successfully completed after replacing it with new pack. There was no patient impact.